Event description:
Additional information received indicated that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing due to loss of contact was noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.